Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that they had issues with the sensor. The customer had inserted the sensor for two days and it was telling him to change sensor. The customer was also unable to calibrate. The insulin pump suspended on low and delivery stopped. Customer's blood glucose level was 489 mg/dl. The customer treated his high blood glucose level with a correction and declined to troubleshoot. The insulin pump was not returned.